Event description:
Additional information received reported that the elective replacement indicator (eri) was normal. The manufacturer¿s representative (rep) did not have a replacement date.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient saw the physician icon on the recharger. The patient programmer did not display the physician icon. The patient indicated that the stimulation also ¿faded away.¿ it was determined that the patient had the estimated replacement indicator (eri) and the generator would be replaced. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental will be sent.